Event description:
After thoracentesis fluid is collected in plastic bag included in kit, fluid either spills or leaks from bag and contaminates hosp. Documents & basin during transport to lab. This presents a safety/ infection hazard to laboratory employees. No pt complications were reported.